Manufacturer narrative:
Date of event: (B)(6). Date of report: 30aug2019. O2 flow accuracy is tested during performance verification test (pvt); pvt is an activity that is performed before the ventilator is put into use. The field service engineer (fse) replaced the o2 valve to address the reported issue. Failure analysis on the returned o2 solenoid valve shows that the oxygen solenoid valve assembly was tested and no failures were identified. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing was being performed on the v60 ventilator when it failed the o2 flow accuracy test. No patient involvement.